Manufacturer narrative:
A device history record review has been initiated and the results will be relayed in a subsequent report.

Event description:
Info was received that intra-operatively the trocar was found not sharp enough and left an "untight would lip after removal causing the incision would not seal properly".